Event description:
A hospital in (B)(6) reported that the port cap on the bc115 pressure manifold popped off during use in 3 events causing patient desaturation. The hospital has further reported that the patients were supported while hospital staff corrected the problem and no further patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint pressure manifold has not been returned to the manufacturer for evaluation. Our investigation is accordingly based on the information provided by the customer and our knowledge of the product. Without the return of the complaint device we are unable to determine what may have caused the problem observed by the customer. All bc115 pressure manifolds are pressure tested prior to distribution. Any pressure manifold which does not pass the pressure test is discarded. The hospital has further reported that it is possible that the port caps may have become disconnected during the handling process of incorporating nitric oxide or in-line treatments during therapy. It is also possible that the port cap may have become loose post production during transport or storage at the user facility. In addition our user instructions that accompany the bc115 pressure manifold state the following: "ensure that any unused ports have their caps and/or plugs in place before use". "Inspect for signs of damage. Do not use if damage is apparent".